Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced bleeding from the access site. The patient lost 2 liters of blood and had to be taken to the or to stop the bleeding.

Manufacturer narrative:
The investigation for the access site bleed has been completed. However, with limited clinical details nor the impella device, the root cause of the reported issue could not be determined.